Event description:
An anuerx iliac leg stent graft, iliac extension cuff, and an aortic extension cuff were implanted for the endovascular treatment of abdominal aortic aneurysm. It was noted that the intraoperative angiogram and ivus confirmed the presence of a large abdominal aortic aneurysm with a favorable proximal neck but with a distal neck at the aortic bifurcation smaller than expected from the pre-operative CT scan. The physician created a tube graft with the main body of a 16mm iliac leg followed by a 22mm aortic cuff and a 16mm iliac cuff. The completed angiogram demonstrated good proximal and distal sealing with no leaks. The control CT scans demonstrated that there was no enlargement of the aneurysmal sac but a small leak at the level of the junction between the proximal cuff and leg. The 2 year CT scan revealed evidence of a major distal leak at the level of the distal neck of the aorta. An angiogram immediately following did confirm the distal leak. The pt was converted to open surgical repair during which time the graft was explanted. The physician noted that the leak was at the mismatch between the leg and the proximal cuff. Furthermore, the physician reports the graft as completely normal; however, the sutures in the aortic cuff and iliac limb were broken at the interface of the two modular components. There were no add'l adverse clinical sequelae reported relative to the event.